Event description:
Pt reported concern with inaccurate insulin delivery of infusion device. Hyperglycemia occurs 4-6 times per week after meals. Pt reported although his blood glucose is okay before meal and he delivers the correct bolus amount, blood glucose will still elevate from 250-350 mg/dl. Pt reported it is very difficult to decrease blood glucose level, and sometimes, pt needs 20 add'l units of insulin. Pt checked the infusion set and insulin and believes the infusion device is not delivering insulin accurately. Pt started a different infusion device, and blood glucose had not been as high. F/u was completed and pt reported a hypoglycemic coma had also occurred on (B)(6) 2010. On (B)(6) 2010 at 4:00 p.m., blood glucose was 200 mg/dl. Pt delivered insulin through infusion device. Blood glucose was still 200 mg/dl at 8:00 p.m., and pt ate and delivered add'l insulin. Blood glucose was 324 mg/dl at 9:00 p.m. And 374 mg/dl at 10 p.m. Pt delivered insulin through infusion device. Blood glucose was 220 mg/dl at 11:00 p.m. On (B)(6) 2010 at 1:00 a.m., blood glucose was under 40 mg/dl. Pt's friend attempted to treat hypoglycemia but this was not successful. Pt was conscious and was taken to hospital by ambulance. Pt had not drunk alcohol or participated in sports. Infusion headset is changed every 2-3 days and infusion tubing and insulin cartridge every 6 days. Infusion device was not exposed to water or electromagnetic fields. Target blood glucose is 80-140 mg/dl. Infusion device was replaced and requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.